Manufacturer narrative:
Insulin pump was received with no button response due to unlocked component keypad connector on lcd board. No button error alarm noted. Unable to verify for time clock, date anomaly, operating currents including low battery, off no power alarm and unable to perform rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test due to no button response. Device received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm on (B)(6) 2015. Customer had experienced a time clock anomaly, her basal flip flopped because the clock setting was changed on its own. Customer's blood glucose level was unknown. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced, and the customer agreed to return the device for analysis.